Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000103233.

Event description:
It was reported the patient lost effective therapy on their right side. Lead diagnostics indicated high impedances. Lead fracture was confirmed via x-ray. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. The investigation did not determine which lead was fractured.